Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-nov-2022 to 10- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had a drawer failure. A field service engineer cleaned the latch contacts and tightened the connectors to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager drawer failed, prevented the user from removing medication for a patient. The customer stated that they retrieved the required medications from pharmacy and confirmed no delay in patientcare. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had a drawer failure. A field service engineer cleaned the latch contacts and tightened the connectors to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager drawer failed, prevented the user from removing medication for a patient. The customer stated that they retrieved the required medications from pharmacy and confirmed no delay in patient care. There were no adverse events or injuries reported based on this event.